Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system showed a temporary egm change, post commanded shock for cardioversion. There were no significant changes in lead measurements. The right ventricular (rv) and shock egms appeared clipped and farfield signals were observed but not sensed on the atrial channel. Post-shock outputs were 5v at 1 ms. Technical services (ts) explained that high output pacing may appear distorted at times, however this was normal device operation. This crt-d remains in service. No additional adverse patient effects were reported.